Event description:
It was reported that the user experienced hyperglycemia while using the ilet system; the user disconnected from the device due to persistent elevated glucose, then administered 20 units of fast-acting insulin for dinner and later reconnected, with no observed leaks, cracks, or tubing issues. Symptoms included elevated blood glucose. Outcomes included prolonged hyperglycemia outside the target range. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.